Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the two reloads that did not form into b-shape, staple line was incomplete at proximal and central, and both did not complete the firing. The powered handle also had an excessive force reading. The tissue was cut out. The surgeon used a manual handle but when the device fired, it physically cracked. Third manual handle and third reload were used to fix the staple line, resolve the issue and complete the case.

Manufacturer narrative:
Concomitant medical products: sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel, lot # n2c0560y; sigphandle sig power sigphandle handle, serial # unknown; sigpshell sig power sigpshell control shell, lot # unknown; unk-sigadapt unknown signia egia adapter, serial # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first reload was used with powered stapler and stopped halfway with the incomplete staple line, the surgeon then proceeded with a manual stapler handle with an additional reload of the same variety to fix this staple line and to continue the transection, however an audible cracking sound was heard and the stapler stopped halfway and also had an incomplete staple line like the powered stapler. The surgeon requested a third manual handle with a third reload to fix the staple line and to finish the transection.